Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user's test strip had poor storage. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of erratic blood results. Expected fasting blood glucose test result range is 133 to 140 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently taking medication to manage diabetes. Back to back blood test performed non-fasting during call on (B)(6) 2015 produced results of 108 mg/dl and 94 mg/dl. Back to back blood test performed fasting prior to call on (B)(6) 2015 produced results of 45 mg/dl and 175 mg/dl. Verified storage of product is not within instructed specification since they are kept in the kitchen. Test strip lot manufacturer's expiration date is 10/15/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory (unable to read time and date): (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet returned for eval.

Event description:
Consumer complaint of erratic blood results. Expected fasting blood glucose test result range is 133 to 140 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently taking medication to manage diabetes. Back to back blood test performed non-fasting during call on (B)(6) 2015 produced results of 108 mg/dl and 94 mg/dl. Back to back blood test performed fasting prior to call on (B)(6) 2015 reproduced results of 45 mg/dl and 175 mg/dl. Verified storage of product is not within instructed spec since they are kept in the kitchen. Test strip lot MFR's expiration date is 10/15/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory (unable to read time and date): 110mg/dl; 103mg/dl; 91mg/dl; 104mg/dl; 104mg/dl; 52mg/dl; adverse event not reported.